Event description:
The patient contacted lifescan alleging that their one touch ultra meter was powering off during use. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient was tested 5 days prior to calling lfs. On the day of concern, pt had attempted to test; however, the meter would not power off. Pt reported passing out. Their spouse had administered a glucose injection and contacted emergency services. Upon their arrival a result of 22 mg/dl was obtained on their meter. Pt was transported to the hospital, where a 35 mg/dl was obtained on a calibrated lab device. Pt was treated with a 2100 caloric diet, which included steak, potatoes, a cup of unsweetened tea, low fat milk, and green beans. The patient was admitted for the day and was advised to follow-up with their physician. The patient did not allege harm. There is information to suggest that patient experienced injury and medical intervention due to the meter. The patient unsuccessfully attempted to test, passed out, and received medical attention due to hypoglycemia. The meter, test strips, and control solution were replaced.